Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 the pt's blood glucose monitor read "high" at 5:00 pm. The pt stated that his blood glucose level was elevated all day. The pt changed his infusion set, but the levels remained elevated. He stated that the infusion device had not displayed any error or warning messages. The pt thinks the infusion device does not deliver enough insulin. On (B)(6) 2013, he went to the hospital and was treated with insulin infusions. After the pt's blood glucose levels returned to normal, he switched to a replacement infusion device and the levels remained at a normal level. The infusion device was replaced and was requested to be returned for product eval.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. No malfunction could be observed during the iu investigation. The pump passed all alert- and error tests on the diagnostic test system and meets the specifications. The problem mentioned by the customer could not be reproduced.